Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Device was received with moisture damage at motor. It was unable to verify motor position encoder error alarm and motor error alarm due to blank display. Device had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she got into the ocean with the insulin pump and then received a motor position encoder error alarm. The customer also found that the buttons became unresponsive and when trying to rewind, she received a motor error alarm. During the call, the insulin pump was vibrating without an alarm. Blood glucose value was 240 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.